Event description:
I was implanted with essure in (B)(6) 2011. After about six weeks is when I started noticing the first side effect! All of my side effects to date are heavy periods, severe cramping in pelvic and abdominal area not just during menstruation, very painful intercourse, back pain, debilitating migraines, and dizziness, and forgetfulness. I have recently seen a doctor, and was suggested I undergo a hysterectomy! I am only (B)(6)!